Event description:
A red alert high shock lead impedance was detected on this lead on (B)(6) 2011. No other information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).